Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine device check, multiple non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing were observed on the device. The patient is not device-dependent and did not experience any adverse events related to the nsrvo. Programming changes were made. The patient was fine before, during, and after the event.